Event description:
Reportedly, during a colon exam, when the tabletop was moved towards the head end, the pt's hand/fingers were pinched between the underside of the tabletop and the table frame. Reportedly, the pt was x-rayed for fractures and then was taken to ER for possible sutures. The pt returned two days later with infection in tendon of pinched finger requiring IV therapy. Pt was admitted to hosp and required subsequent surgery on injured finger to remove infection. Reportedly, the tabletop was found to be installed in reverse.